Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the user was in question with server messages. A technical support specialist explained the user about a06 message to resolve the issue. The system functioned as intended after the technical support specialist guided the customer.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. D4: the serial number and UDI for this device is unknown. H4: the date of manufacture is unknown. A review of the complaint history for sn was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not prompt the admitted status of the patient, which prevented user from accessing medications. A technical support specialist explained to the customer that the pyxis does change only on specific codes and acknowledged to close case. The system was functional as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that the pyxis medstation es system did not prompt the admitted status of the patient, which prevented user from accessing medications. The customer stated that they need to create a temporary patient to dispense medications which caused delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system did not show the admitted status of the patient, preventing user from accessing medications. The customer stated that they had a to create a temporary patient to dispense medications which caused delay in patient care. There were no adverse events or injuries reported based on this incident.